Event description:
It was reported that a stent was implanted in the patient's left iliac vein. The stent was noted to be nicely apposed to the vessel wall. The physician used an intravascular ultrasound (ivus) catheter to image the stent site. The ivus catheter may have become caught on the stent, causing the stent to migrate. Imaging noted that the stent appeared to be "hanging" in the vessel. The physician post-dilated the stent with a balloon catheter. The patient is reported to be fine.

Event description:
It was reported that a stent was implanted in the patient's left iliac vein. The stent was noted to be nicely apposed to the vessel wall. The physician used an intravascular ultrasound (ivus) catheter to image the stent site. The ivus catheter may have become caught on the stent, causing the stent to migrate. Imaging noted that the stent appeared to be "hanging" in the vessel. The physician post-dilated the stent with a balloon catheter. The patient is reported to be fine.

Manufacturer narrative:
The physician stated in follow up that in his opinion the event was related to the patients' anatomy. The complaint device was not returned for analysis. The device labeling and directions for use were reviewed and revealed these warnings and precautions: "never advance or withdraw the imaging catheter without direct, fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the information provided and the investigation, the reported event of catheter stuck in stent was most likely due to procedural/anatomical factors encountered (the interaction with the stent during the procedure) limiting performance, therefore, a likely cause of operational context was assigned.

Manufacturer narrative:
(B)(4) new code request has been submitted for stuck in stent.manufacturer report 2134265-2010-04209 is being filed on the stent.